Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
This report was received from global pharmacovigilance (gpv) and is spontaneous report by a nurse in (B)(6) of poor outflow, abscess in the lower abdomen and peritonitis in a patient coincident with dianeal pd2 (dianeal pd2 with 2.5% dextrose) therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced poor outflow, an abscess in the lower abdomen and peritonitis that was manifested by cloudy effluent, fibrin, and abdominal pain. On that same day the patient was hospitalized. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment with ceftazidime 1g, cefazolin 1g to be incorporated into a 2l dianeal bag with 6 hour dwelling via automated peritoneal dialysis (apd). On an unreported date, the patient was shifted to hemodialysis (hd). At the time of this report, the patient remained hospitalized.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.